Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set would not flow; further described as an unspecified bag was spiked, but the liquid would not flow through the tubing. This was identified during an unspecified process step. The set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. The sample was received primed with an unknown solution. A visual inspection was performed via the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and no issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.